Manufacturer narrative:
Product ID 39565-30, serial# (B)(4); product type lead product ID 3708140, serial# (B)(4); product type extension product ID 3708140, serial# (B)(4); product type extension product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was determined and it was not device related. Possibly "due to operative bovie use 2013."

Event description:
The implantable neurostimulator (ins) was dead without any telemetry. The patient was getting fine stimulation before the telemetry was lost with the ins. The ins was replaced. It was unknown what the cause of the dead battery was. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow-up report will be sent.